Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), service history, trending of the product malfunction code, failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. The service history for this unit for the past 6 months ((B)(6) 2015) did not reveal a significant trend. The trend of the product malfunction code odor/smells was completed from (B)(6) 2015 and was within acceptable limits for all months except for (B)(6) 2015 and was escalated. The fmea revealed the risk priority number (rpn) is at an acceptable level. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were replaced or returned for further evaluation. The assignable cause of the odor/smells issue is the misaligned o-rings. The field service engineer repositioned this part and confirmed the sterrad® 100's was restored to proper function after service. The reported issue was resolved at the customer facility. The issue will be tracked and trended.

Manufacturer narrative:
A field service engineer was dispatched to the customer site. Odor/smell was confirmed. A corrective maintenance was performed and the o-rings were repositioned. Unit meets specifications and was returned to service on 07/28/2015.

Event description:
An international customer reported an event of a "strong smell" (odor) emitting from the sterrad100s sterilizer. There was no report of any human reaction. A field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.